Event description:
It was reported by the customer that the altrix machine is cooling the infant to temperatures of 31.5 degrees celsius instead of the set 33.5 degrees celsius. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that the altrix machine is cooling the infant to temperatures of 31.5 degrees celsius instead of the set 33.5 degrees celsius. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A review of the data that was extracted from the device identified that the device was operating per specifications.